Event description:
It was reported the twist lock anchor would not ¿feed¿ over lead. It was noted a bumpy anchor was used instead. The reporter stated the twist lock anchor was tested on a second lead and the anchor would not go over the lead. It was noted a different twist lock anchor would go over the lead. It was further noted the patient was not used in the patient and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3550-68, product type screening. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.